Event description:
I woke up with a fever and chills. My left chest was red and inflamed. I was prescribed two antibiotics which cleared up the infection in three days - otherwise my plastic surgeon was going to remove my expanders. People should know the risks associated. FDA safety report ID # (B)(4).